Event description:
Information received from the field notes that the patient was being monitored in the hospital post operatively for an unrelated surgery. Loss of capture was seen every tenth beat. Capture thresholds were 2.5 v. The loss of capture was resolved by increasing the output to 7.0v, 1 ms. Monitoring will continue.